Event description:
It is reported that the fms was inserted into pt but expelled due to balloon not inflated sufficiently. The fms was reinserted, there was no report of harm to the pt.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.